Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from around the spike port. The leaks were discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 08, 2018 - august 09, 2018. The actual device was not available; however, a photograph of four of the samples were provided for evaluation. During visual examination of the photograph, fluid buildup was observed near the spike port cap in all four samples. The reported condition was verified; however, the cause of the condition could not be determined. This issue is being further investigated. The other eleven devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.